Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855

Event description:
It was reported that while using the bd vacutainer® sst¿ that there was foreign material in one tube. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® sst¿ that there was foreign material in one tube. No patient impact reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. A total of 30 retained samples were subjected to visual inspection, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.